Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported during incoming inspection that 23 sensors from this lot were found to have inaccurate spco values ranging from 3-6%. It was also noted that light-shielding was utilized during testing. There was no report of any patient impact or consequences.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Corrected: lot number - from "15mb9" to "a15k768."